Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the battery was randomly depleting faster than normal and stimulation was increasing on its own. It was unknown if there were environmental/external factors contributing the event. The manufacturer representative checked the device and it seemed to be within normal limits. An appointment was scheduled for (B)(6) 2018 to further interrogate the device. The issue was not yet resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that interrogation/troubleshooting determined that everything appeared to be within normal limits. The rep clarified that the rate of the battery depletion appeared to be at the expected rate according to the energy read out. The patient was educated that as they change groups each group will deplete differently as the energy output is different. The cause of the stimulation increasing by itself was not determined and the rep instructed the patient to keep a log with actual numbers when and if this happens again. No further complications were reported/anticipated.